Event description:
The pt experienced v-tach, then had dual chamber rhythm, and then asystole. The alarm report stated that the alarm was "auto reset". The customer called co because they didn"t understand "auto reset" on the print out.